Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer's representative (rep) that he was hit by a car in (B)(6) 2019 and since then his system wasn't functioning well. At the battery was where he fell, and it would cause some shocking and discomfort at the battery site. A CT scan in (B)(6) 2019, showed that the leads didn't move. The rep interrogated the neurostimulator (ins) on (B)(6) 2020 and electrode 3 showed as "avoid" during the check. The healthcare provider (hcp) decided that the lead covered the cervical area still and didn't moved and replaced the ins for potential damage during the accident. The ins was replaced and electrode 3 was programmed around. The issue was resolved.